Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was located inside the oversheath. There were no abnormalities found with the oversheath. The oversheath was pulled back using the sheath grip and the clip assembly was actuated and able to be deployed. The complaint device was found to be within specifications and the complaint was not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2013. According to the complainant, during the procedure, when the resolution clip device was removed from the packaging, "a couple mm of the tip of the plastic sheath fell off leaving a sharp ended sheath." The procedure was completed using a second resolution clip device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2013. According to the complainant, during the procedure, when the resolution clip device was removed from the packaging, "a couple mm of the tip of the plastic sheath fell off leaving a sharp ended sheath." The procedure was completed using a second resolution clip device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.